Event description:
It was reported that the patient¿s trial went well, but their device was implanted incorrectly and they found out immediately. They saw a manufacturing representative about the third or fourth time when they saw the physician. The patient was told that the device was placed incorrectly. The patient had to charge the implant for 16-20 hours and never got half a charge. The patient never received relief from the therapy. The patient¿s wife ¿didn¿t understand why the device did not work in the first place.¿ the physician did not know why the device or therapy was not working. Interventions and patient outcome were not provided. Follow up was requested to obtain this information. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37743 serial# (B)(4), product type: programmer, patient. (B)(4).